Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. She stated that she performed an infusion set change, but this did not resolve the issue. Upon troubleshooting, insulin did not exit with a plunger push, and she was advised that the infusion sets and reservoirs be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.